Manufacturer narrative:
The pump was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that the patient's pump was exchanged on (B)(6) 2015.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 5 years and 5 months. The replaced portion of the percutaneous lead was received. The investigation is not yet complete. The pump remains in use supporting the patient; however, a pump exchange was scheduled to occur in the next few days. No further information was provided. A supplemental report will be submitted when the analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient experienced pump stop alarms while connected to the power module. On (B)(6) 2015, the manufacturer's technical services representatives evaluated the percutaneous lead. A continuity test was performed and there was no indication of any broken wires. X-rays were taken of the percutaneous lead and they did not show any areas of concern. At the request of the health professional, the external distal end portion of the percutaneous lead was replaced. No issues were noted after the patient was placed back on the grounded cable. On (B)(6) 2015, it was reported that the patient was again experiencing pump stoppages after the distal end of the percutaneous lead was replaced. Since the portion that was replaced was close to the skin exit site, an additional replacement was not an option. The system controller log files were reviewed, and a short to shield is suspected. The patient has been asymptomatic. On (B)(6) 2015, it was reported that the patient is on an ungrounded power module patient cable and a pump exchange is planned for the weekend.

Manufacturer narrative:
The replaced distal end portion of the percutaneous lead (approximately 17.5 inches) was returned for evaluation. A clam shell repair had been previously installed. Silicone tape had been applied to an area of the percutaneous lead, which covered up holes in the reinforcing sleeve. The tape and reinforcing sleeve were removed, and examination the shielding and bionate revealed areas with shield breakdown. An electrical continuity test of the returned portion of percutaneous lead was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the percutaneous lead. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of disruptions or damage to the wire insulation or underlying conductors. The percutaneous lead was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the percutaneous lead wires that would have resulted in an electrical short. The explanted pump was also returned for evaluation. The pump was returned with the percutaneous lead cut approximately 10 inches from the pump housing, and the severed portion of the percutaneous lead, measuring approximately 29 inches in length, was returned. Continuity testing was performed on the pump-end portion of the percutaneous lead and all wires were found to be electrically intact. No shorts or discontinuities were found during the electrical continuity testing. The shielding and bionate were removed from the pump-end portion of percutaneous lead and examination of the underlying wires revealed no anomalies. Electrical continuity testing of the 29 inch portion of percutaneous lead did not reveal any discontinuities or shorts. The shielding and bionate were removed, and examination of the underlying wires revealed a disruption in the insulation of the orange wire at what would be approximately 11 inches from the pump housing. The conductors of this wire were exposed. The disruption appeared to be the result of repetitive flexing of the percutaneous lead in this area. The disruptions in the orange wire would have interrupted function as a result of the exposed conductors potentially contacting the braided shield and shorting to ground if the device was supported by the power module. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.